Manufacturer narrative:
Resolution confirmed at time of event. - no parts have been received by manufacturer for analysis. - no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. Issue resolved, evaluation not needed.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon left a cannula in the patient. They were using the percutaneous pin, and the attending medtronic representative advised the site staff that he was missing a sleeve. There were a lot of items on the table, and the site lost track of the sleeve. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. The surgeon discovered the cannula left in patient on x-ray the day following the procedure. The cannula was under the patient's skin and not visible. Bedside the surgeon removed the cannula without issue. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Suspect device information provided. Device lot number was requested but not provided. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.